Manufacturer narrative:
The event occurred sometime in 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink nitroglycerin set with duo-vent spike detached from the fluid port of patient bags. It was not specified as to what point in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two potential lot numbers, r15k18060, r16d29094 were identified, but it was not determined if either one of them is associated with this complaint. Lot r16d29094 was manufactured on 04/30/2016. Lot r15k18060 was manufactured on 11/19/215. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.